Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient has been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 650 mg/dl while wearing the pod. The symptoms reported include hyperglycemia, visual problems with swelling in the eyes with blurred vision and pressure. At the hospital the patient is being treated with an intravenous therapy of insulin and prescribed prilosec for acid reflex. The patient currently in the intensive care unit (ICU) at the time of the call. The pod was removed at the hospital. The patient's blood glucose history are as follows: (B)(6).